Event description:
The customer reported the aiming beam is displaced and it is making a mark on the iol. Additional information was requested on the event and patient status. The patient impact is unknown.

Manufacturer narrative:
The service request is on hold. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).